Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported that readings are both high and low and reported the following discrepancies: that the cgm was reading at 47 mg/dl and the blood glucose meter was reading 97 mg/dl, cgm was reading at 368 mg/dl and the blood glucose meter was reading 248 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.